Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock lead impedance greater than 126 ohms. Technical services (ts) was consulted and upon review the impedance increase appeared to be gradual. Ts discussed programming options and recommended in clinic evaluation of the lead. The health care provider opted to perform programming adjustments and continue to monitor. No adverse patient effects were reported. This rv lead remains in service.